Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted due to a rupture of both of the cylinders. The device was not able to be inflated or deflated. The reservoir was left in situ. A new 18cm x 12mm ipp device with ms pump and 100ml reservoir were implanted.